Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 9/12/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: confirmed on (B)(6) 2014 the black box recorded multiple instances of ¿loss of prime warnings¿ due to non-zero low force sensor readings. Exercised pump for 24 hours without any ¿loss of prime warnings¿ or other alarms. Checked force sensor calibration; pump failed. Opened pump to check force sensor resistor. Force sensor was found to have failed. Unrelated to this complaint, the battery compartment is cracked. The crack runs between the case seal and the grip.